Event description:
. After discussion with the surgeon, this incident was not a hemostasis issue but an issue of no activation with the lever trigger was depressed. There was no bleeding.

Event description:
It was reported that the generator was not sealing the tissue during a case. No other information is known. No patient consequence occurred. One device will be returned for analysis by the customer. Patient information was requested but none was available.

Manufacturer narrative:
(B)(4). Information not provided. The customer¿s complaint could not be confirmed. The unit was functionally tested and found to be conforming to all specifications. Part replaced that was not related to the complaint was the pcb due to a dent in the back panel. After servicing the unit passed functional and final testing. The device history record has been reviewed and the unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4).